Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
L5-s1 posterior lateral interbody fusion. Device is used as a two part device. Threaded inserter 2997 04 272 jammed in 2997 04 270 while surgeon was using. Tabs on pedicle screw were broken, and reduction instruments were needed to perform reduction technique. Flex clip was attached onto top notch of pedicle screw . Threader inserter then inserted into flex clip to perform reduction, while winding down on black reducer handle, a crack was heard. No more insertion was possible. Reduction was not performed , surgeon wound out 2997 04 272. Flex clip 2997 04 270 was unclipped from pedicle screw using a bone rongeuer. Piece of 2997 04 272 still stuck in 2997 04 270. Thirty minute delay to procedure. No ae to patient. 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation.